Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spy electrohydraulic lithotripsy (ehl) procedures performed for the treatment of stones on (B)(6) 2024. During the procedure, the spyscope ds ii was advanced in the common bile duct and within two to three minutes of usage the image was lost. The device was unplugged and plugged back in; however, the problem was not resolved. A second ercp procedure was not attempted, and the patient was sent for surgery. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.